Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reports having chest pain. Once at the hospital the patient was diagnosed with cardiac issues as well as high blood glucose levels. The patient had a stint placed in them. The patients pod was changed and insulin was administered. The patient was prescribed aspirin (81 mg), carvedilol (6.25 mg), plavix (75 mg), levothyroxine (175 mg), lisinopril 1(0 mg), vitamin d, simvastatin (20 mg) and flomax (0.4 mg). The patient was discharged from the hospital after 2 nights. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.